Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. Review of the submitted log files confirmed data consistent with the reported pump stops. The controller event log file contained events from (B)(6) 2026 through (B)(6) 2026, per the timestamps. On (B)(6) 2026 at 7:57:14, the log file captured a no external power alarm associated with disconnection of the power cables (see controller investigation). The emergency backup battery continued to support the pump for approximately 2 hours until it became depleted and the pump stopped at 10:02:09. The system controller fully shut down a few seconds later due to the total loss of external power. When the controller was powered on again, its clock had reset to the default timestamp of 01jan2000 at 0:00:00. The driveline was connected and the pump restarted as designed. The pump continued operating at the set speed for approximately 14 hours, when another no external power alarm was captured, caused by both power cables becoming disconnected from external power (see controller investigation). The driveline was subsequently disconnected, consistent with the reported ventricular assist device discontinuation. The pump appeared to be operating as intended prior to and following each pump stop. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision, rev. D is currently available. Section 1 of the IFU lists neurological events (not stroke related) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU also lists neurologic dysfunction as a potential late postimplant complication. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The patient handbook warns in several sections" "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was alone with a neurologic event, ventricular assist device (vad) disconnections, pump stops and restarts, and eventual comfort care/vad discontinuation. Log files contained 3 loss of external power events starting at 7:51am on (B)(6) 2026. These events appeared to have been a result of a simultaneous system controller lead disconnect from the mobile power unit (mpu). The system controller did switch appropriately to the emergency backup battery (ebb) when external power was lost. The third and final loss of external power event occurred at 7:57am on (B)(6) 2026. It was noted that there were 3 transient unsustained ebb circuit faults that were also seen during this final loss of external power event. These faults appeared to self-resolve. At about 10:02am on (B)(6) 2026, the pump/system controller appeared to shutdown following the depletion of the ebb. After an unknown amount of time, the system controller appeared to have been powered back and reconnected to the pump with controller clock corrupt alarms active. The pump did appear to resume the programmed set speed during this time frame. After about 14 hours of additional support, the pump appeared to have been disconnect form the controller. There were no unusual rotor faults, pump temperature, or any abnormal pump faults were seen in the log.